Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified distal left circumflex (lcx). Ivus was performed and then a 2.75x20mm taxus express2 drug eluting stent (des) was implanted in the lesion. After imaging was performed again, it was noticed that there was a dissection at the distal side of the lesion. The physician then advanced a 2.5x12mm taxus express2 des to treat the dissection but the device was unable to cross the previously implanted stent. A quantum maverick 3.0x12mm balloon was then inflated inside of the implanted 2.75x20mm taxus express2 des. The 2.5x12mm des was advanced again but was still unable to cross the placed stent. The 2.5x12mm des was removed and a 2.25x13mm non bsc device was then implanted to treat the dissection. The procedure was successfully completed with no additional patient complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.